Event description:
The customer reported a leak when using the coulter lh 780 hematology analyzer. The customer first reported the reticulocyte l/s (light/scatter) offset had flagged as high. The customer replaced the reticulocyte pak, primed and temporarily resolved the l/s offset error. The customer then reported the analyzer was not generating reticulocyte test results and the customer identified a leak of less than 1 cc of clear reagent at the reticulocyte clear pump and determined that the tubing appeared to be leaking. The leak was contained. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The operator was wearing a lab coat, eye protection, and gloves at the time of the incident. There was no report of biohazard exposure to mucous membranes or open wounds. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and confirmed the clear pump was leaking at the output tubing and lyse was also leaking from the white blood cell (wbc) bath input. The fse replaced the tubing which resolved the leak. The leak had damaged the random access module (ram) and the cables to the diluter 3 card. He replaced the ram and the cables to the diluter 3 card and instrument ran without leaks or errors. The repairs were verified per established procedures.